Event description:
Report states that when the surgeon went to remove the needle from the capture portion on the capio device, the needle broke from the suture. They used a second of the same device with the same malfunction. They completed the case with no complications or injury to pt.

Manufacturer narrative:
Method: no sample was returned for eval. Results: internal corrective action was initiated to address this and similar issues. The CAPA# is (B) (4). MFR will continue to track and trend for similar complaints.